Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent further described as "draining fluid was not as clear as normal as it was murky". The cause of the cloudy effluent was unknown. The patient was treated with vancomycin (28ml, intraperitoneal) for the event. It was not reported if the patient was hospitalized for event. At the time of this report, the patient¿s outcome and action taken with pd therapy was unknown. The reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.